Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified left superficial femoral artery. The physician advanced a 5.0x40mmx135cm mustang balloon to pre-dilate the lesion. The mustang balloon was inflated to an unknown atms. On the second inflation the balloon ruptured at 15 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified left superficial femoral artery. The physician advanced a 5.0x40mmx135cm mustang balloon to pre-dilate the lesion. The mustang balloon was inflated to an unknown atms. On the second inflation the balloon ruptured at 15 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was fully deflated. It was possible to inflate the balloon to its rated burst pressure without issue. A visual and tactile inspection of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'not confirmed'. (B)(4).

Manufacturer narrative:
(B)(4).